Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had gotten their lifevest stuck in the wheels of their wheelchair and fell on to the floor. The patient was taken to the hospital to receive treatment for their injuries. It is unknown what type of injuries the patient sustained. It is unknown what type of treatment the patient received. Outcome and details of the injuries is unknown as follow up attempts were unsuccessful.